Event description:
The report we rec'd from the affiliate stated that the inner sterile pouch containing the product was open and was never sealed, rendering the product unsterile. The product was not clinically used.